Event description:
The contact used the last strip in a bottle and received a blood glucose reading of 54 mg/dl. He retested with a new bottle of strips, and the readings was 189 mg/dl. The difference between the two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege any adverse events. He also stated that the strip that gave the low result may have been out of the container for some time. No product will be returned for evaluation, since the last strip was used.